Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure that both implants were released with the first manipulation. Nothing remained in the knee. A backup device was utilized to complete the procedure. The device will not be returning for evaluation due to being discarded by the facility. There was no report of patient injury.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.